Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device into patient but found out the stent cannot be deployed. The procedure was delayed. General questions: at what stage of the procedure did the complaint occur? During stent placement evolution evolution 2. What endoscope type and channel size was used? Olympus 260 duodenoscopy, working channel 45mm 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? 0.035'' boston scientific yellow zebra 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Common bile duct 8. How long was the stent in the patient by the time this complaint occurred? 2 minutes 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided IFU 10. If yes, how often was this completed? No information provided 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? N/a 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. N/a stricture information: 1. What was the length and diameter of the stricture? 1 - 2 cm ?

Event description:
A supplemental report is being submitted due to completion of the investigation on 9 jun 2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c2082807 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15 january 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in deployment position. Red shuttle on 16th dimple (past ponr). Safety wire is returned in place. Stent partially deployed. Multiple outer sheath breaks in the clear section. Polyimide break noted in clear section. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to device handling and/or difficult patient anatomy. It is possible that the introducer kinked when taking the device out of the packaging, when loading the device onto the wire guide, when advancing through the duodenoscope, when advancing to the target location due to a tortuous path or if the stricture was tight. Continued attempts to deploy the stent may have led to a build-up of pressure at the kink subsequently leading to the flexor break and polyimide break, as noted in the lab evaluation. As a result of the flexor break, the stent could not be deployed. Another possible root cause could be that the safety wire wasn¿t removed on time subsequently leading to the issues reported by the customer. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A possible root cause could be attributed to device handling and/or difficult patient anatomy. Confirmed quantity of 01 x used device.